Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the system controller was suspected of causing a pump stop. The patient was changed to his backup system controller a couple of days after the stop and has not had another occurrence.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.